Event description:
Reporter claims the end user was traveling and thinks that when user being transferred from and to the plane, the chair was damaged. Three days later while user was driving along, the bolts on the caster housing broke, the chair tipped over and the end user fell out, although end user did not sustain injuries.